Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an emergency with this device and stated that it was a programming issue with the voltage. The patient was hospitalized for two days. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.